Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Further troubleshooting could not be performed due to the battery status. On (B)(6) 2017, the device was explanted and replaced. No further information was available.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.